Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple altitude alarms. Reportedly, the customer stated the pump went into water the day prior to receiving the alarms but was immediately pulled back. During follow up with tandem technical support, the customer reported receiving a reoccurred alarm during bolusing and there was no extreme altitude or moisture present when alarm occurred. However, the customer was able to resume pump therapy. The customer's blood glucose level was not impacted. The customer indicated would use the pump until replacement arrived.